Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use a bd precisionglide¿ needle was found with ¿a white spot on the needle when opened in the caci. There was no report of injury or medical intervention reported.

Manufacturer narrative:
Investigation summary: qn review: no notifications were written for this batch, nor for the associated assembly batch. DHR review: assembly batch 7060534 had (B)(4) visual inspections performed on (B)(4) parts with one defect noted for insufficient epoxy. All affected product was scrapped in-process. Investigation results: not applicable; no sample or photo were provided. Based on the description, the fm is probably an epoxy splatter on the cannula. Possible root cause: probable root causes: the rack of needles fell against another rack coming in contact with uncured epoxy. (Most likely in view of the note in the DHR regarding a roll up.) A misassembled needle with uncured epoxy came into contact with the needles in question during assembly. Epoxy contaminated the caterpillar belts on the assembly line and transferred to the cannula.